Event description:
Limited info is available. It was reported the md could not advance the iab through the sheath. As a result, a second iab was used. There were no reported pt complications. Refer to MDR# 1219856-2006-00332 for next report involving the same pt.

Manufacturer narrative:
Follow-up report will be filed when eval is completed.